Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the leg. A 2.5mm x 220mm x 150cm, coyote¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number corrected from 20173063 to 20472529. Batch expiration date corrected from 01/31/2020 to 03/31/2020. Device manufactured date corrected from 01/20/2017 to 04/04/2017. Device evaluated by MFR. Returned product consisted of a coyote balloon catheter. There was contrast in the inflation lumen and balloon. The tip was damaged. Microscopic examination of the balloon revealed that the balloon was loosely folded with damaged material for 13cm and a pinhole at the distal edge of the distal markerband. The damage was from the middle of the balloon to the distal end of the balloon. The damage appeared to be pulled material as if the balloon came in to contact with a sharp object. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the pinhole in the balloon wall but not from the damage to the balloon wall. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID # (B)(4). Tw # (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the leg. A 2.5mm x 220mm x 150cm, coyote¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.